Manufacturer narrative:
The following device code also applies to this complaint: (B)(4). Results: the 3maxc was fractured approximately 39.0 cm from the hub. Conclusions: evaluation of the returned device confirmed it was fractured. This damage may have occurred due to forceful handling at extreme angles during removal from the packaging or preparation for use. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff found that the penumbra system 3max reperfusion catheter (3maxc) was bent upon removal from the packaging and when they continued to take the 3maxc out of the packaging and put it on the table it broke apart. The damage to the 3maxc was found prior to use and therefore, it was not used in the procedure. The procedure was completed using a new 3maxc.